Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a broken sensor wire. Patient reported that one wire was attached to the sensor while one wire was protruding form the skin. No medical intervention was required. Dexcom has issued an rga for patient to return device to be investigated.